Event description:
It was reported that during the unload of a patient from the ambulance the safety bar allegedly did not fold down from its upright position and did not make contact with the safety hook on the floor of the ambulance. The cot came out of the back of the ambulance and fell to the ground. The cot did not tip over. The patient was secured to the cot on a backboard and spinal immobilization device. It was reported the patient's head bounced and hit the back of the board and the patient allegedly complained of lower head pain. A follow up call was made to customer and they stated their supervisor did visit the patient later that night at the hospital and the patient was not injured from the incident.

Manufacturer narrative:
A visual/functional test was performed on the device by ferno's authorized field service representative. The reported incident could not be duplicated and there were no malfunctions noted. The cot was functioning according to specification and was returned to service.